Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had experienced low blood glucose level. Blood glucose level at the time of incident was 51 mg/dl. Customer treated hypoglycemia by food intake. Customer had been using insulin pump within 48 hours of reported. Customer reported that they had symptoms like shaking, sweating, anxiety, confusion. Customer alleged insulin pump was over delivering. Customer stated insulin pump was not exposed to strong magnetic fields. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.